Event description:
Hill-rom received a report from a hill-rom technician stating the left foot siderail would not latch. The bed was located at the account in 2nd floor esv. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the left foot siderail not latching due to the center arm assembly being damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm assembly to resolve the issue based on the information, no further action nis required.